Event description:
It was reported that the pt underwent left knee aspiration due to pain and possible loosening.

Manufacturer narrative:
Evaluation summary: the left knee aspiration was most likely due to tibial loosening to analyze the joint fluid as well as alleviate joint pain. No devices or photos were received; therefore, the condition of the components is unk. The surgical notes from when the devices were implanted were reviewed and did not indicate any complications. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The most likely root cause of the aspiration is tibial loosening. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.